Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator reported an internal battery error code in the device error log. The device's internal battery needs to be replaced to resolve the issue. The unit is being returned to the customer unrepaired per the customer's request. Additionally, there was a crack bottom left of inlet path, mounting block screws, damage on the right side of front and back of unit, handle cracked, dc connector is broken. Inlet air path assembly and removable air path foam was replaced.